Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software was not suspending insulin delivery appropriately. Customer's blood glucose (bg) ranged between 75-76 mg/dl. Multiple attempts were made to obtain additional information; however, no response was received.